Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20462. It was reported that a patient presented for a routine device check in-clinic. Upon examination, the patient's device pocket had pus leaking from the incision site, indicating a pocket infection. Both the patient's implantable cardioverter defibrillator and right ventricular lead were explanted on (B)(6) 2021. The patient was in stable condition before, during, and after the event.